Event description:
During an arthroscopic shoulder repair, the surgeon noted that while using the lupine drill bit, there were metal shavings emanating and falling into the joint space. All of the debris was removed from the body, and the procedure was concluded successfully without further issue or harm to the patient. Complaint device discarded by facility.

Manufacturer narrative:
We believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was then duplicated. This phenomena has been the subject of a long and considerable study. At this point in time the engineering design and the quality engineering teams are in the midst of developing some design changes to subvert and or greatly reduce this type of event. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. When the complaint device is received here at depuy mitek, it will be forwarded to quality and design engineering, where it will be subjected to a root cause failure analysis and also support the ongoing study of this failure mode. If the analysis identifies any definitive root cause a follow-up report will be filed.